Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had only administered 43 ml, and when the patient came in for disconnect, the bag was still full. The patient said the pump never alarmed for them to turn it off. The event occurred while in use with a patient at the patient¿s home. There was a patient involved, and no patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.